Manufacturer narrative:
Unknown manufacturer: a catalog and serial number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when measuring the tidal volume on the parapac plus 310, it showed a tidal volume of about 200 ml over the set amount. During the functional check, when they set the tidal volume at minimum (100 ml) it high pressured the alarms at 30 cmh2o right away when the high-pressure alarm was set to 40 cmh2o. The directions said to increase the tidal volume until the high-pressure alarm was reached. The high-pressure alarm sounded with the initial tidal volume setting of 100 ml and at 30 cmho2 not the 40 cmh2o that was dialed in. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: unable to confirm complaint due to the device not being returned. Based on the information provided by the customer a probable cause was unable to be determined as the device was not returned for evaluation. A service history could not be performed as the serial number is unknown.